Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the patients anatomical conditions as it is likely that the reported total occlusion and heavy calcified lesion contributed to the stent becoming elongated causing the deployment of the stent to fail. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion with total occlusion and heavy calcification in the distal common femoral artery (cfa). The lesion was pre-dilated using a 5.0 mm balloon catheter. A 6 fr sheath was placed and the 6.0 x 150 mm supera was advanced to the target lesion but during deployment the stent started to elongate and approximately 30 mm of the stent could not deploy in the vessel. A cut down procedure had to be performed to take out the stent including the delivery system. No additional information was provided.